Event description:
Dealer states he gets an intermittent 9 flash, and wanted to know what could it be. A 9 flash could be low voltage or a joystick cable problem. The dealer states that the patient was stranded on a sidewalk about a hour and a half. The dealer states the police and fire came out to assist. The dealer states the customer alleges she was in the elements the whole time. No additional information.